Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and the alarm ultimately cleared. Additionally, multiple cartridge alarms occurred with multiple cartridges during the load sequence. Reportedly, the customer loaded a new cartridge to resolve the issue and declined additional troubleshooting with tandem technical support. There was no adverse impact to the customer's blood glucose level.